Event description:
It was found that the siderails would not latch in the upright position due to worn latch locks. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.